Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. Upon eval, the electrode belt was found to have bent connector pins. The electrode belt connector pins did not successfully mate with the connector. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt.

Event description:
A review of svc data detected a reportable event. During servicing, electrode belt (B)(4) was found to have bent connector pins. The last pt to use this electrode belt did not report any deficiencies.